Manufacturer narrative:
Additional information was added to h4 and h6: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) leaked after filling and prior to use. This event was further described by the nurse as; after removing the infusor from the fridge, they injected the antibiotic and saline through the port of the infusor and ¿when they removed it liquid came back out quite quickly and significantly¿. The device was filled with 60ml of meropenum, 2g and 120ml 0.9% sodium chloride (total volume 180ml). As a result, the nurse repeated the process with another infusor which was used to deliver the patient¿s therapy. There was no patient involvement. No additional information is available.